Manufacturer narrative:
The technician found the teeth on the caster stem and horn were worn down. The technician replaced the stem and horn to repair the bed.

Event description:
Info rec'd indicates the casters will swivel after the brake is set.